Event description:
The cardiologist was stenting an svg graft and did not fully capture the spiderfx. It is reported that the spiderfx got caught on a stent strut and then the situation was exacerbated when they ballooned the spiderfx and "jailed" it into the body of the stent. Numerous ways of dislodging the spiderfx was attempted with, quick cross catheters, balloons, and diagnostic "stiff" catheters. The plan was to push the spiderfx distal away from the stent and recapture, however, all attempts were unsuccessful. The patient was sent to surgery.